Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient was sick and having trouble breathing coincident with peritoneal dialysis therapy. A caregiver called on the patient¿s behalf and requested assistance with bypassing the patient to their drain phase to relieve pressure being experienced by the patient. A technical support representative assisted the caregiver with bypassing the patient into the next phase. The caregiver was advised to notify the peritoneal dialysis registered nurse of the patient¿s health condition. Upon later follow up, it was reported that the patient visited their clinic that same day and the doctor sent them to the emergency room for further evaluation and a chest x-ray. The patient was presented to the hospital with increasing shortness of breath and flu like symptoms. It was noted that during the patient¿s treatment, the patient¿s daughter was operating the machine and had inadvertently put additional dialysate into the patient without draining what was already instilled. The patient was admitted to the hospital with suspected community acquired pneumonia and fluid volume overload. During the first night at the hospital, 3900 ml of fluid were removed from the patient via peritoneal dialysis therapy. Subsequently, additional fluid was removed but the exact number was unclear. The patient¿s fill volume for their peritoneal dialysis therapy was unknown. Following testing, the patient was diagnosed with acute hypoxemic respiratory failure attributed by an acute respiratory syncytial viral infection and a fluid overload. After three days, the patient¿s status improved and the patient was discharged from the hospital. The patient was prescribed lasix (80 mg, orally, twice a day) and metolazone (10 mg, orally, once a day) to assist with the patient¿s internal fluid control. Additional information was requested but is not available.

Manufacturer narrative:
Additional information: upon follow up with the patient's nurse, it was verified that the patient has continued with peritoneal dialysis therapy without complication. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse events of hypervolemia and dyspnea. Based on the provided information, the fluid volume overload was most likely related to user error whereby the caregiver bypassed a drain cycle and filled the patient with additional fluid. There is currently no documentation that shows the liberty cycler malfunctioned. Additionally, there is no allegation against any fresenius products potentially involved in this event. It was noted that the patient had a medical history of copd and diastolic heart failure with an acute rsv infection which most likely contributed to the patient¿s acute hypoxic respiratory failure. Although a direct causal relationship could not be confirmed, a temporal relationship exists between the patient's pd treatment and the patient¿s adverse events. Should additional new information be made available this clinical investigation will be reevaluated.